Manufacturer narrative:
Patient and device codes were inadvertently omitted from the previous report.

Manufacturer narrative:
The pump was reported in MFR#2916596-2019-02467. Investigation conclusion: the evaluation of the returned system controller serial number (B)(4) revealed a damaged drive circuit component (q37). As a result, the system controller was not able to operate a test pump in primary mode during analysis. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1113, 23 hours and 21 minutes to day 1113, 23 hours and 23 minutes where the system controller was unsuccessfully attempting to operate the pump. These events were accompanied by low flow hazard and motor stopped alarms. The voltage levels recorded during these events suggest that the controller was connected to 14v batteries. In conclusion, the atypical events captured in the log file and the damaged drive circuit component appeared consistent with the driveline damage observed during the evaluation of the returned pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced a pump stop while connected to the batteries. The patient had no symptoms from this event but was admitted to the hospital. The patient¿s pump was exchanged due to a suspected driveline fracture on (B)(6) 2019. The pump and system controller were returned for evaluation. No further information was provided.